Event description:
It was reported that there was a bipolar impedance insulation break with low impedance measurement on the right atrial (ra) lead. It was noted there was low p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID kdr701 implantable pulse generator (ipg) implanted: 2006-(B)(6), 4024 implantable pacing lead implanted: 1997-(B)(6). (B)(4).